Event description:
After an implant period of approximately 112 months, an increasing impedance as well as an increasing threshold was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 48 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. In the course of the visual inspection, the lead fragment showed multiple signs of abrasion. In particular, between 16 cm and 12 cm proximal to the lead tip, the insulation was found rubbed through. In this region the conductor cable to the shock coil was found exposed, as mentioned in the complaint text. Based on the characteristics of the observed damage it is reasonable to assume that the lead had been subjected to severe mechanical stress during the implantation time of more than nine years. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors during the implantation. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors. Additional information such as diagnostic images might help to determine the origin of the increased stress level. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.